Event description:
The patient underwent a successful stent assisted coil embolization of a recurrent basilar tip aneurysm. No technical issues were reported during the procedure. However, at the conclusion of the procedure, a subarachnoid hemorrhage was identified originating from the right posterior inferior cerebellar artery (pica). The physician believes that vessel rupture occurred due to a guidewire perforation. It was reported that the patient died; however, the relationship of the vessel dissection to the patient's outcome of death is unknown.

Manufacturer narrative:
The subject device was not returned; therefore, physical analysis cannot be performed. There is no indication from the information available that the reported event is related to product specification nonconformance. There is also no indication that the synchro device malfunctioned. The reported hemorrhage, vessel perforation and death are known and anticipated complications associated to these types of procedures and are listed as such in the device dfu. Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
The patient underwent a successful stent assisted coil embolization of a recurrent basilar tip aneurysm. No technical issues were reported during the procedure. However, at the conclusion of the procedure, a subarachnoid hemorrhage was identified originating from the right posterior inferior cerebellar artery (pica). The physician believes that vessel rupture occurred due to a guidewire perforation. It was reported that the patient died; however, the relationship of the vessel dissection to the patient's outcome of death is unknown.

Event description:
The patient underwent a successful stent assisted coil embolization of a recurrent basilar tip aneurysm. No technical issues were reported during the procedure. However, at the conclusion of the procedure, a subarachnoid hemorrhage was identified originating from the right posterior inferior cerebellar artery (pica). The physician believes that vessel rupture occurred due to a guidewire perforation. It was reported that the patient died; however, the relationship of the vessel dissection to the patient's outcome of death is unknown.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.

Manufacturer narrative:
The device is not available to the manufacturer.